Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low glucose (glu) result of 21 mg/dl generated by unicel dxc 800 pro synchron chemistry analyzer for one patient. The result was reported out of the laboratory and later amended to 73 mg/dl. It is unknown if the patient treatment was affected.

Manufacturer narrative:
Qc was within the established ranges. A bci field service engineer (fse) performed a precision run. The results were within the specifications. No hardware was replaced. A definitive root cause for this event has not been determined to date.